Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose level. The customer's blood glucose reading at the time of incident was 2.8 mmol/l. Customer was treated with glucose tablets. The customer was using the insulin pump within 48 hours of the reported low blood glucose event. The customer was using auto mode feature at the time of incident. The customer also alleged that the insulin pump was over delivering because auto mode was still providing basal delivery. The reservoir will not be returned for analysis.